Event description:
It was reported that the device exhibited a cassette not attached error. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: 9/19/2024. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a damaged downstream occlusion (dso) seal, a defective dso sensor and a defective air detector. The customer's problem was replicated, and the cause of the problem was the defective dso sensor/air detector. The dso sensor, seal and air detector were replaced to fix the issue.